Event description:
It was reported that "leakage was observed from the backform during use." There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and contamination shield was returned for evaluation. A non-edwards cv catheter with introducer was also returned. As received, the distal extension tube was completely detached from the backform. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of leakage issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.